Manufacturer narrative:
Interventional neuroradiology, x.lv et. Al the incidence of trigeminocardiac reflex in endovascular treatment of dural arteriovenous fistula with onyx the onyx was not available for evaluation as this event was captured through literature review and the onyx was used in the patient during the procedure. There is no evidence suggesting the onyx was defective. The cause of the reported event cannot be reliably determined, however, per the reported information, review of the IFU, and review of the literature to investigate this event, the most likely cause is patient condition and procedure related.

Event description:
Medtronic received information that five patients showed evidence of trigeminocardiac reflex (tcr) during transarterial onyx injection or transvenous dmso injection. In one case, as dmso was injected into the cavernous sinus, severe bradycardia occurred and heart rate dropped to 32 bpm. Cessation of dmso injection and intravenous administration of atropine 0.5 mg restored the heart rate to 76 bpm over 30 seconds. Then when dmso was injected again another episode of bradycardia occurred. Heart rate dropped to 45 bpm, and injection of dmso was stopped immediately and heart rate returned to normal. Two patients, receiving transarterial right middle meningeal artery embolization treatment with onyx 18, experienced tcr during embolization. The nature of the tcr in the other cases was not reported, however, intravenous administration of atropine (0.6 mg; sd, 0.2 mg; range, 0.5-1.0 mg) led to a cessation of the reflex during the remainder of the surgical procedure in all five cases of tcr.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.